Event description:
The customer reported that the system displayed a battery error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep trouble shot the system and the battery collapse under load. The parts were unavailable. The system is end of life.